Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What tissue layer was the stratafix symmetric suture used on? What was the condition of the tissue the suture was used on (healthy, diseased, damaged)? Was the fixation tab intact when the suture was placed in the patient? Where did the suture start (top to bottom or bottom to top)? What was the suture technique used for stratafix symmetric placement during procedure? When suturing with stratafix symmetric, how far was the bite from the edge of the tissue? Were any solutions used during closure (ie antimicrobial)? What post op date did the patient present with symptoms of dehiscence? Was there any patient predisposing event (cough, fall, etc) prior to dehiscence? What is the surgeon opinion as to relationship of the stratafix suture and the patient dehiscence? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? What degree of tissue healing was noted during the second procedure? Was the suture found intact and tissue pulled away from suture? Was the suture found broken, can you identify where (termination, middle, end)? What is patient age, gender, weight, bmi, past medical history? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a bilateral knee replacement procedure on unknown date and barbed suture was used. The patient experienced dehiscence of the tendon on (B)(6) 2018. A revision procedure was performed on an unknown date. The current condition of the patient is unknown. Additional information was requested.